Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not fasten (clip) the clips when applied to tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while dr. Was trying to apply the clip to the gallbladder duct which led to an unsuccessful clip application. The incident with the clip applier occurred during the first clip application. Another clip applier was used to resolve the issue. The instrument is available for return and will be sent in for evaluation. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large cip applier instrument for failure analysis investigation. The instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.